Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2021.during the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The screen went gray with three dots and then spyglass ds logo. The physician tried to reboot the controller, unplug and replug for a full 20 minutes; however, the problem was not resolved. The procedure was not completed due to this event and no other available device on the shelf. There were no patient complications reported as a result of this event.